Event description:
It was reported that the pulse generator exhibited backup vvi operation, noise and a capture anomaly. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found no output due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.